Manufacturer narrative:
Zest per #19-526 (B)(4). The product, and complaint report were received, reviewed, and evaluated as required by the zest dental solutions complaint process and applicable regulations. One used abutment was received. The product did not have original package; therefore, unable to verify part/lot number information. Inspection of the product revealed that the abutment has severe wear at broach; and the post fractured at the thread¿s minimum diameter. The customer reported that the locator fracture in the screw part. Lower part of the fractured locator was removed from the implant. The reported complaint was confirmed following evaluation of the returned product. The most likely root causes of the failure: insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The complaint event was logged into the zest dental solutions complaint database for further, tracking, trending and monitoring. Such tracking, trending, and monitoring enables zest dental solutions to react appropriately to significant changes in the expected performance of our devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4). H4: device manufacturer date: jun 27, 2018.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the loa006 locator abutment fractured.